Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was very hard to close. A field service engineer replaced the drawer and the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that was difficult to close. The customer reported that the user was unable to issue medications to the patient due to this malfunction and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.